Event description:
The customer reported that the unit shut down during operation. The customer reported the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported that the unit shut down during operation. The customer reported the unit was not in use on patient.